Event description:
Ous MDR - the balloon of the passeo-18 4/40/90 ruptured at 15 atm during dilatation of a severely calcified occlusion of an av shunt. The device fractured during withdrawal and a part remained in the patient. It was removed by incision. No device parts remained in the patient. The patient was discharged home.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The complaint instrument was returned in two parts. The balloon has burst in transversal manner. Based on the provided angiographic material the fracture site is consistent with the region where the balloon was constricted during inflation. The inner shaft has ruptured proximal to the proximal x-ray marker. The distal balloon fragment is compacted, indicating that this part of the balloon got caught on the introducer sheath during withdrawal. Microscopic analysis of the balloon surface showed on the proximal fragment several deep scratches parallel to the fracture site. The provided angiographic material shows the inflated balloon in the lesion of the av shunt. The balloon is strongly constricted from the severe calcified lesion. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted investigations did not reveal a material defect or manufacturing deviation. Due to the transversal scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patient's vessel anatomy.